Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report MFR report was sent in error. Damaged / deformed product device is not operable (associated defect cannot occur during use¿ie¿crushed) is not considered to be a reportable malfunction.

Event description:
It was reported that the septum was damaged and collapsed with a bd q-syte¿ luer access split-septum stand-alone device, bns. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the septum was damaged and collapsed.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the septum was damaged and collapsed with a bd q-syte¿ luer access split-septum stand-alone device, bns. The following information was provided by the initial reporter, translated from (B)(6) to english: customer reported that the septum was damaged and collapsed.